Event description:
This event is reportable based on the product analysis. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) drug-eluting stenting treatment procedure, the device was unable to cross the lesion. The 80% stenotic ostial lesion was located in the bifurcation of the calcified and severely tortuous proximal left circumflex artery. The physician advanced the taxus liberte stent to the lesion but was unable to cross the lesion. There were no patient complications. Patient status is reported as "good." However, the returned product analysis revealed that there was stent damage.

Manufacturer narrative:
Device evaluation: initial visual examination of the returned device revealed distal stent damage. Some of the distal struts were misaligned. This type of damage is consistent with the device encountering some form of restriction during the insertion of the device. Several kinks were found along the entire length of the hypotube. This type of damage is consistent with excessive force having been applied to the device. The balloon and tip sections of the device were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A recommended sized guidewire was inserted through the lumen with no restrictions. A review of the manufacturing record for this particular batch shows that the device met its material, assembly, and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.